Event description:
The pt's husband reported the lead "stopped working within 30 days of implant". The health professional reported that x-rays at six months post-op noted the distal most electrode was fractured from the lead. It was reported the "pt is doing fine after reimplantation". No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.